Event description:
Title: midas rex bit or. Surgeon cutting cranial plate during craniotomy procedure, when the single use medtronic midas rex bit broke, putting hole into mayo stand cover and hole into asepto syringe used for irrigation. The site reporter stated there was no evidence of any of the broken bit piece(s) in the pt. The pt was discharged 3 days following this procedure without any problems. The operator of the drill stated the pt's skull was somewhat thick, but not unusual and therefore is not able to specifically identify a cause for the bit breaking. The site reporter was not sure when the drill and the bits were last serviced and states this facility only utilizes the midas rex drill and the operator of the drill found this event to be an extremely unusual event, never had experienced this before. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).